Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). Initial reporter addr 1: (B)(6). Device manufacture date: unknown. Investigation summary: two 2000e samples were received for investigation with an open packaging from lot 20046322. A visual inspection of the 2000e samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience; however residual fluid was identified at the surface of the piston component of each sample. Functional testing was performed by connecting each sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20046322 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months. Investigation conclusion: two x 2000e lot 20046322 samples were received with a single opened packaging. Residual fluid was observed on both samples specifically on the smartsite valves. Visual inspection revealed no damage to the samples. Functional investigation involved flushing the samples using a 60ml plastipak syringe and a 5ml luerslip syringe from lab stock : no occlusions were observed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: the device could not be primed, the piston valve did not opened. After leaving for 3 days, it worked normally.